Event description:
It was reported the patient had a prolonged syncopal episode at approximately the same time as a device por (power on reset) occurred and the ventricular lead had switched to unipolar mode, due to "high" impedance issues, despite not grossly exceeding its own chronic measurements. The lead was reprogrammed to bipolar mode without issue. At explant of the ipg, the device delivered only intermittent output prior to replacement. At post explant interrogation attempt, the device reportedly 'woke up', but then reset and could not be interrogated any further. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.